Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.2 inr, qc 2: 3.1 inr , qc 3: 3.2 inr . The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was not known. The result from the meter was 2.4 inr and the result from the laboratory was 3.6 inr. The measurements were at the same time. There was no adverse event. The customer's therapeutic range was 3 - 4 inr. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.